Event description:
A malfunction was reported on the customer's pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappeared.